Event description:
A medtronic rep reported that the software exited during a suretrak calibration. While in a demo/eval spine case, initial suretrak calibration was performed. After incision, the surgeon decided to suretrak a different instrument; first instrument was removed and new instrument was added. Old calibration was deleted and upon re-calibration, the calibration wizard did not move past the 'specify divot' task. All suretrak instruments were removed and re-added; same behavior. Went back to select procedure task to begin again, and suretrak was able to get thru calibration, but immediately following the last step, the software exited. The surgeon completed the spine procedure without navigation. There was no impact on pt outcome.

Manufacturer narrative:
Pt identifier was not available from the site. Software has not been evaluated as of the date of this report.